Manufacturer narrative:
Physio-control evaluated the device and observed that the installed charge-pak assembly previously had the discharger tool installed, which caused damage to the internal contacts of the charge-pak assembly. Following the installation and removal of this tool, the customer installed the charge-pak back into the device, causing the depletion of the internal hlc batteries. The proper instructions for the use of this tool are identified in the device operating instructions and instruct the user to not remove the discharger tool, once installed. The cause of the reported issue is use error.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not go back to ok in the readiness display after a new charge-pak battery charger had been installed.  During device evaluation, physio observed that the device powered off when charging defibrillation energy. The device's internal hybrid layer capacitor (hlc) batteries had been depleted. There was no report of patient use associated with the event.